Event description:
Litigation and medical records received. After review of the medical records the patient was revised to address bilateral adverse reaction to metal debris, elevated metal ions, cysts in trochanteric region, pseudotumor. Clinical visit reported muscle fatigue, cyst and some lucency on his femoral component. Operative noted reported a large fluid collection in the hips and necrotic tissues. There was a synovial reaction and cystic lesion encountered these were debrided and final reduction were performed. Doi: on (B)(6) 2007; dor: on (B)(6) 2012; left hip.

Manufacturer narrative:
Product complaint (B)(4) e3 initial reporter occupation: lawyer this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.